Event description:
In (B)(6) 2015, the device was implanted via v-p shunt to the patient with sah and meningitis ((B)(6)-year-old female). The initial setting pressure was 120mmh2o. In mid-(B)(6), it was noted that the ventricles of the patient¿s brain became large. The surgeon changed the setting pressure from 120mmh2o to 100mmh2o to 70mmh2o, but the patient¿s condition did not improve. Since the fluid flow through the distal side of the valve was not confirmed by contrast radiography on (B)(6) 2015, the surgeon replaced the device with 82-3148 on (B)(6) 2015. The patient is currently being followed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes. The valve was tested for programming. The valve failed the test, during the programming process, the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 30mmh2o, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842 with lot crlbgp, conformed to the specifications when released to stock on the 6th november 2011. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.